Manufacturer narrative:
Additional information: it was believed that the death was not directly related to the medtronic device. Lot number provided. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article titled - longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform - was submitted for review. This journal is a case study which describes a patient who presented with inferior st-elevation myocardial infarction (stemi). Four years prior, the patient underwent percutaneous coronary intervention (pci) with drug-eluting stent (des) implantations to the proximal left anterior descending (lad) and left circumflex artery (lcx). A laboratory investigation revealed high levels of cardiac troponin-I and serum creatinine (2.0 mg/dl). An electrocardiogram (ECG) showed st-elevation in inferior leads with reciprocal st-depression in anterior leads, a complete right bundle branch block, and a left anterior hemiblock. Echocardiography revealed a left ventricular dysfunction (ejection fraction [ef] ¿ 33%) with a regional wall motion abnormality in the right coronary artery (rca) and lcx territories. Coronary angiogram showed a normal left main, mild isr of the lad stent, 100% stenosis of lcx, and 100% occlusion of rca. The patient was subjected for a pci from the right radial route, but as the origin of the left main (lm) had an acute upward angle, it was difficult to engage the guide from the right radial approach. The lcx lesion was stented up to its ostium following a significant narrowing of the lad ostium was noted. A 3.5 mm × 26 mm resolute onyx coronary des was deployed from the proximal lad to the lm ostium using crossover technique. Post dilatation of the lad was completed using a 3.5 mm non-medtronic noncompliant (nc) balloon at 18 atm and the proximal optimization technique (pot) of the lm was completed using a 4.5 mm and a 5 mm non-medtronic nc balloon at 14 atm. Following pot using the 5 mm balloon, a significant deformity of the ostial part of the stent was noted with elongation beyond the lm ostium into the aorta. A 4.0 mm × 8.0 mm non-medtronic des was deployed at the ostium covering the deformed stent with post dilatation using a 5 mm non-medtronic nc balloon at 14 atm. The narrowing of the lcx ostial was treated with a 3 mm balloon and the procedure was completed with final kissing balloon dilatation and final pot¿lm. Angiographically, the lm ostium looked good with rapid distal runoff. Postoperatively, the patient's creatinine raised to 2.4 mg/dl with mild hyperkalemia (serum potassium ¿ 5.6 mg/dl). On the 3rd postoperative day, the patient developed a complete heart block and hypotension. This was treated with the implantation of a temporary pacemaker and intra-aortic balloon pump for 5 days. An angiogram revealed the patent stents had excellent distal flow. On the 8th postoperative day, the patient was referred to a surgical gastroenterologist, and during the course of treatment, the patient developed gallbladder perforation resulting in peritonitis and septicemia and died on the 12th day post pci.

Manufacturer narrative:
Citation: authors: dibya kumar baruah, anuradha darimireddi, ravikant telikicherla, pedada chakradhar journal name: research in cardiovascular medicine year: 2024. Issue #: 1 title of article: longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform literature reference: doi:10.4103/rcm.rcm_72_23. There is no established or suspected causal relationship between the device and the death event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.